Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements eventually resulting in high out of range measurements greater than 2,000 ohms. Additionally, high threshold measurements and decreased r-wave measurements were observed. The plan is to evaluate during a future routine in clinic follow up. No adverse patient effects were reported. This product remains implanted and in service.